Manufacturer narrative:
This product is not marketed in us but a similar device with catalog # 853-465, UDI# (B)(4) and 510k# k050082 is approved for sale in us. Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with a screw and plate using laminoplasty kurokawa method of c4-6 was performed for cervical myelopathy. It was reported that the cp connect bone screw 2.0mmx7mm inserted in the right vertebral arch from the cp connect gull-wing pl 10x8 placed in c5 backed out.  On june 14, the doctor confirmed back-out at outpatient clinic. Currently, cp connect bone screw 2.0mmx7mm was aberrant in the dorsal muscle,  but the patient was not symptomatic and the plate did not back out, so the patient was under follow-up. No patient symptoms or complications as a result of this event.